Event description:
It was reported that the patient was found dead by a neighbour on (B)(6) 2022. The site later received the controller, and inspection of the log files found a drop in flow with an associated low flow alarm on the morning of (B)(6) 2022. The alarm continued until the driveline was disconnected more than six hours later. The log file confirmed the pump performed as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the reported alarms could not be conclusively determined through this evaluation. The controller event log file contained data from 19feb2022 to 01mar2022. On 01mar2022 at 06:39:55, the log file captured a decline in flow. At 06:42:59, the low flow alarm became active and persisted until the driveline was disconnected at 14:06:19, which is consistent with the report of the shutdown of the system due to the patient's expiration. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. This IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 6 entitled ¿patient care and management¿ explains that strong static discharges should be avoided. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Heartmate 3 lvas patient handbook (rev. G) section 1 entitled ¿introduction¿ warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.